Event description:
During a follow-up visit involving the subject device, exit block, no p-wave measurement, high impedance (>3000ohms), and oversensing were reported in relation to the atrial channel. Reportedly, an x-ray of the device did not reveal a connection issue. A reintervention was performed and the physician indicated that the associated lead was working properly. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2012 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.